Event description:
Device powered off during deployment. (B) (4).

Manufacturer narrative:
Method: based on the user's account of the incident. Conclusion: this report is being filed as it cannot be concluded that recurrence will not result in an adverse event.